Event description:
Event was reported to caldera medical by an attorney. The patient has suffered chronic pelvic and area pain, stress urinary incontinence, pain when walking, painful intercourse, vaginal scarring, mesh extrusion, and the need for additional surgery, no further information has been provided.